Event description:
Pt presented with pain and swelling post peroneal tendon repair using orthadapt augmentation. Pt was initially responsive to steroid injection and ice; however, the swelling continued post-treatment. Approximately, 10 months post-repair an ulceration occurred; the graft was explanted one week later.

Manufacturer narrative:
The pathology report from an independent laboratory did not indicate any specific etiology that could be attributed to the orthadapt bioimplant. Histologic features were consistent with an exuberant reparative process. Based on communications with the surgeon and investigation results, the reported case is likely due to chronic inflammation due to possible mechanical irritation with mobility. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.